Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test and displacement test. Pump passed the dat test at 0.08715 inches. The pump was received with broken off piece at the battery tube threads. The pump was received with cracked case at the display window corners and reservoir tube lip. The pump was received with minor scratched display window and case and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 597 mg/dl. Customer states she was nauseous. Her lowest blood glucose level was 590 mg/dl. She treated her blood glucose level with boluses and manual injections. Customer troubleshot the insulin pump. The drive support cap appeared normal. One small air bubble was present along the tubing length. The insulin pump did not alarm for occlusion. The insulin pump did not pass the high pressure test twice. Customer was advised to revert to back up plan until replacement arrives. The product will be returned for analysis.